Event description:
We received an allegation about discrepant results for 2 patients' samples tested with creatinine plus ver.2 (crep2) assay on a cobas c503 analytical unit. Patient sample 1: initial result: 3.71 mg/dl. The initial result did not match the patient's history and a new sample was drawn and tested, resulting in a crep2 value of 0.92 mg/dl. The original sample was then repeated with a repeat result of 0.883 mg/dl. Patient sample 2 was tested on (B)(6)2025: initial result: 2.16 mg/dl. Repeat result: 0.83 mg/dl. The repeat results were deemed to be correct.

Manufacturer narrative:
The crep2 reagent lot number is 84777701 with an expiration date of 30-sep-2025. The field service engineer (fse) indicated that the sample probe was contaminated. He checked the rinse levels and replaced the sample probe. He then performed a hardware check with successful results. The investigation is ongoing.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2025 and it was acceptable. Qc was acceptable. The alarm trace was provided only for (B)(6) 2025 and it showed multiple abnormal aspiration (sample pipetter s1) alarms on that day. These are indicators of possible poor sample quality. The field service engineer found that the cause was due to a contaminated sample probe (component failure). The service actions (replacing the sample probe) resolved the issue. No further issues were reported afterward.